Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Mid procedure, the flushing line of the catheter stopped working. This issue occurred with the flushing lumen. No deployment issues were noted. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Mid procedure, the flushing line of the catheter stopped working. This issue occurred with the flushing lumen. No deployment issues were noted. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. During product analysis the attempt to insert the guidewire was unsuccessful, irrigation was not observed for the condition of the device, and there was a kink in the flush lumen. Additionally, as secondary finding, the dissection revealed that the guidewire lumen was damaged within the inner hypotube. Based on the investigation findings, the "manufacturing deficiency" conclusion code was selected as the most probable cause of this event.